Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter end of life alerts were not received. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.